Event description:
It was reported that pump case pressed on loaded cartridge and caused cartridge to be pushed out of pump. There was no adverse impact to the customer¿s blood glucose level. Customer stopped using pump case and continued to use the pump for insulin therapy.